Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and complete heart block. The patient was admitted to the hospital, where a temporary pacing lead was placed to provide support. Oversensing, undersensing, no capture, high pacing impedance, and a lead fracture were noted. The lead was turned off pending the possible transfer of the patient to another hospital for lead replacement. No further patient complications have been reported as a result of this event.